Manufacturer narrative:
B2 outcomes attributed to adverse event: death, date of patient death: (B)(6) 2020 h1 / h2 type of reportable event: death.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis. On (B)(6) 2020, the patient was admitted to the hospital after coffee-ground vomitus and abdominal pain. Work up revealed increased size in the infrarenal aortic aneurysm along with an endoleak of undisclosed type. The recommendation was for conservative management by the vascular team. On (B)(6) 2020, the patient expired. The cause of death was not reported to gore.